Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl caused by major surgery. In the hospital, sugars were low because as customer eating anything. Customer declined troubleshooting for the high and low blood glucose and forgot to eat. The customer also reported the issue with the care link upload. The device will not be returned for analysis.